Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was unable to establish communication due to recharge burden issue. A surgical intervention is anticipated in the near future to address the issue. No further information is available at this time.

Event description:
New information received states that the device was explanted and a new device was implanted. There were no complications during the procedure and effective therapy was restored post procedure.